Event description:
It was reported that 3 bd solomed¿ syringes experienced stopper separation. The following information was provided by the initial reporter, translated from portuguese: the syringe cannot withstand the pressure and the rubber breaks inside the syringe. This has already happened 3 times.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 3 bd solomed¿ syringes experienced stopper separation. The following information was provided by the initial reporter, translated from portugese: the syringe cannot withstand the pressure and the rubber breaks inside the syringe. This has already happened 3 times.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.